Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the display screen of their freestyle flash meter was blank. The meter was returned and testing confirmed the memory overwrite malfunction. There was no report of death, serious injury or mistreatment. A locked freestyle flash meter was sent to the customer as a replacement.